Event description:
Report received of charring and melting. The customer contact reported that the device was connected to a gemstar pump which was connected to a patient. After an unspecified time in use, the battery power ran low. The battery pack was then connected to the ac power supply. It was reported that at this time, melting and charring of the external surface of the battery pack was noted. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.